Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained restart alarm and other pump error alarm. Customer was able to clear the alarm and able to rewound the insulin pump. After troubleshooting the alarm was reoccurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device received with broken battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label, cracked belt clip slot. (B)(4).